Manufacturer narrative:
As stated, customer obtained positive results when test was performed with increased incubation. To date, there are no similar complaints against this lot. (B)(4).

Event description:
Patient sample with a previous history of anti-kell did not react with s525 in manual gel. Testing was performed with a 15 minute incubation. Reactivity of 1+ was observed when sample was tested with the kell positive panel cells. Customer confirmed the reactivity of the kell antigen on the selectogen cells. As part of troubleshooting, testing was performed with increased incubation time (25 minutes). A 1+ reaction was observed.